Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was unable to deliver insulin. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported needle clog.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was unable to deliver insulin. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported needle clog.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: customer returned (4) open 32gx4mm bd pen needles from lot# 0134148. The consumer reported, no insulin flow when taking injection and priming. All 4 returned pen needles were examined, and it was observed that 3 exhibited a bent non-patient end (npe) cannula and 1 exhibited a broken npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 4 returned pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user related. Pen needle DHR batch 0134148 was reviewed. The batch number was built with pen needle assembly line in nov 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent and broken after the customer handled the pen needles. H3 other text : see h10.